Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient had discomfort at her internal stimulator (ins) implant site after she fell. The patient slipped in the bathroom and went all the way down to the floor. For the last 1.5 years the patient stated she cannot lean against the ins at all without the ins hurting. The ins had been inactive for over 5 years and she wanted it explanted. The patient had severe arthritis in her hips that contributed to the event. If additional information is received, a follow up report will be sent.

Event description:
The pt experienced shocking/jolting sensations starting about three weeks prior. There was no known related accident or incident. The device had been turned off for months because it "wasn't working". She felt the shocking in her lower stomach area, groin, and foot. When she raised her foot or did any type movement she felt a shocking that lasted 4-5 minutes. This would occur throughout the day. When interrogating the ins there were telemetry issues. A dead battery was suspected. The outcome is unk. Further information is being requested from the hcp.